Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. An engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters, therapy usage, and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. A review of device memory revealed the device delivered 415 shocks between (B)(6) 2012. The device declared end of life (eol) battery status on (B)(6) 2012, with a monitoring voltage of 2.62 volts and change times of 45 seconds. The fault code 1007 was due to the long charge times, and the fault code 1003 was due to the decreased battery voltage. Due to the charge time faults, the device was not able to complete a charge within 45 seconds and therefore was not able to provide shock therapy after eol was declared. The cumulative charge time (i.e., total amount of charging the device had to perform to deliver shock therapy) of the device was 1 hour, 37 minutes, and 52 seconds. This caused the battery to deplete at a much faster rate. The device case was removed and an external power supply was attached. Manual testing was then performed, which verified the device was capable of delivering shock therapy when an adequate power supply was present.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated. .

Event description:
Boston scientific received information that this device was implanted successfully. Approximately one month later, the patient with this device presented for an intended ablation procedure. The patient reported receiving several shocks, but had not been exposed to any hazardous magnetic or electronic material. Interrogation revealed this device was in safety core mode. A fault message was displayed indicating the capacitor charge time had exceeded the limit and the battery was depleted. An internal technical service (ts) consultant was contacted. After a review of the data, device replacement was recommended. In addition, ts recommended monitoring the patient with an external defibrillator until the replacement can be performed to assure therapy availability. An immediate replacement procedure was performed. This device was removed, replaced and returned for analysis. No adverse patient effects were reported.